Manufacturer narrative:
The service evaluation found an unidentified blockage protruding from the outlet pipe, the blockage appears to be a foreign blue colored plastic material. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (okm) was informed that the asset/loaner evis lucera elite gastro-intestinal videoscope was returned to the repair center. There was no reported allegation of a malfunction associated with the scope. However, upon inspecting and testing the service technician found a foreign blue colored plastic debris was identified inside the air/water nozzle. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to device manufacture date. The device history record for the subject device was reviewed and it was verified the device met specifications when shipped from the manufacturer. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause was watertight packing of peripheral equipment, silicone adhesive, silicone member, etc. Were damaged and mixed into the channel. As stated in the instruction for use, "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and constituting objects."